Event description:
The customer reported the systems¿ interconnect cable failed to operate properly. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable assembly was replaced. The system was then found to be operating as intended.